Event description:
The harmonic ace shears malfunctioned during the case, but before reaching the pt. The reticulating part that needed to be tightened before use would not spin after it was tightened. Another harmonic was used instead and the faulty one was handed off the field. Diagnosis or reason for use: laparoscopic sacral spinous colpopexy, tvt, cystoscopy.